Event description:
It was reported that cardiosave hybrid, type b plug intra-aortic balloon pump (iabp) was stopped working while in use. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) started to beep loudly and the screen went dark. There was patient involvement reported but no harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, e1 (initial reporter), h6 (medical device problem code, type of investigation). Block e1: initial reporter: (B)(6).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) confirmed the failure and observed fault 111 error. Therefore, the fse replaced the executive processor board. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.